Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) provided assistance to the health care professional (hcp). It was noted that the patient would be following up with the cardiology department. This device remains in service. No additional adverse patient effects were reported.